Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet bionic pancreas after completing a supply change with remote assistance, during which the user lacked prior training and did not perform meal announcements, believing the pump would manage meals automatically. Symptoms included elevated blood glucose up to 391 mg/dl without reported ketone testing, medical intervention, or acute complications. Outcomes included prolonged time above target with device alerts for high glucose, followed by return to target range and continued stable glucose thereafter. Investigation included customer care troubleshooting, education on proper operation with emphasis on meal announcements, and assignment for additional training. Investigation of this case revealed use error due to insufficient user training and misunderstanding of required meal announcements, with the device and components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to inadequate training and use without meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.